Event description:
It was reported that a patient was implanted with a vectra plate and screws on an unknown date at c5-c6. Patient developed adjacent disc disease and was returned to the or on (B)(6) 2012 for removal of the plate at c5-c6 and revision to a cslp plate at c3-c5. During the removal process the tip of the inner shaft of the extraction screwdriver broke off. The instrument was used without the inner sleeve, but with the outer counter torque and the additional screws were retrieved successfully. The tip was not left in the patient. Event #1 of 6 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found.the manufacturing evaluation visual inspection report stated that the tip of the extraction screw inner shaft is broken flush with the end of the driver and the broken piece was not returned. The fracture surface is homogenous indicating material uniformity. There is brown discoloration around the etching for both the part number and lot number. The design evaluation report stated that it has been determined that the load necessary to break that part of the instrument will most likely be seen in misuse of the product. The material of the internal shaft of the extraction screw was changed from 440a to 465 as a result of a CAPA to increase the strength and ductility of the shaft to help prevent issues resulting from excessive side loads occurring from this misuse. The effectivity of the change was made on lot number 5446707. Since this lot, 5108220(supplier lot 556895k05) was manufactured in october 2005 prior to the change no further evaluation is needed. Training and technique guides also emphasize the proper technique and it is still possible to remove all screws and the plate after a shaft is broken inside one of the screws. This issue has been addressed by a CAPA and the lot on this complaint (B)(4) was produced before the material change became effective. Based on the material issue, the complaint is deemed valid but corrective action has already been implemented based on the CAPA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
Plate was removed on 7/10/12 from levels c6-c7 because patient developed non-union. Tip of screwdriver broke during plate removal. Patient was revised to implantation of bone and plate adjacent to plate removal. A neck brace was prescribed for the patient to be worn full-time following the revision surgery.